Event description:
Abbott diabetes care (adc) received a medwatch user report that reported the following information: on behalf of the customer, a pharmacist reported an unspecified sensor error message with the adc device after three days of wear. The customer confirmed that the sensor did not come loose and was not due to user error. The customer reports another sensor stopped working after 10 days of wear. A high readings issue with the adc was also reported. The customer obtained a reading of 350 mg/dl on a the adc device and twenty to thirty minutes later, the customer obtained a reading of 60 mg/dl while experiencing unspecified hypoglycemic symptoms. Adc customer service attempted to contact the reporter three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no patient consequences or third-party treatment reported. Based on the information available, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. This is 3 of 3 MDR submission as mw5184745 is associated with medwatch# mw5184743, and mw5184744.